Event description:
Per the clinic, the patient experienced skin irritation on the abutment site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported).